Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the product was not sealed. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. The first piece sample within the batch record has been reviewed and all seals are within specification. Machine logs have been reviewed and there are no discrepancies. Preventive maintenance logs have been checked and all preventive maintenance was completed. A photograph was received in relation to this complaint confirming the lot information however did not confirm the complaint issue. The site investigation, has been closed. A root cause investigation was opened and is now closed. The root causes were found to be excess glue building up on the sealing system. There is currently a revalidation program across all machines at the manufacturing plant. Non conformance has been raised previously to address this same complaint issue and has been documented. A previous investigation is applicable to this complaint. This previous investigation is closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.